Event description:
It was reported that a cartridge did not fit onto the pump. There was no adverse impact to the customer's blood glucose level. The customer successfully reloaded the original cartridge and resumed insulin therapy.